Manufacturer narrative:
The instrument used during the surgical procedure has not been returned for eval, however, the isi rep on site during the procedure inspected the instrument and was unable to find any defects. Investigation has shown that it is possible for the electrosurgical unit (esu) currents to pass through the pt side manipulator arms to ground, through the cannula accessory to the pt, if the pt is not properly grounded. However, the root cause of the customer reported failure mode cannot be definitively determined. A follow-up MDR will be submitted if add'l info is rec'd. As of (B) (6) 2009, there have been no reported recurrences of the issue at this hosp.

Event description:
It was reported that while completing a da vinci s hysterectomy procedure, while the surgical staff was removing the instruments and cannulae from the pt, a burn was found at one of the cannula port incision sites. The burn was considered superficial and the port incision was sutured close. The pt did not require an add'l procedure or treatment for the burn. No add'l pt harm, adverse outcome or injury was reported.